Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking. This was noticed before use of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Device manufacture date: february 19, 2015 ¿ february 20, 2015. The device leaked from the connector at the end of the administration line. The device was filled with 5590 mg of fluorouracil in 111.8 ml of solution and 128.2 ml of 0.9% saline solution for a total fill volume of 240 ml. (B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.